Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the customer filled the cartridge with an unspecified amount of insulin. New cartridges were loaded to resolve the issues. Customer¿s blood glucose level was 91 mg/dl.